Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed.the device was not returned to olympus for evaluation therefore the complaint could not be confirmed. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU):"when loosening the sheath adjuster knob, do not rotate it with excessive force as a retaining clip may come off. The device will function properly without the clip. However, if the sheath adjuster knob is rotated completely out and then cross-threaded during reinsertion, the sheath¿s position in the endoscope may not be held securely"olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the needle had movement when locking the sheath. There was no harm or user injury reported due to the event.